Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.

Event description:
It was reported that the pump stopped all insulin delivery and that the customer's blood glucose level was impacted.